Event description:
The customer reported the system's left monitor failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors power supply was adjusted. The system was then found to be operating as intended.